Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, while the progress is well and visual acuity is good, when examined with a slit, the left eye looked blue when the slit is illuminated from an angle. This is the first time this has happened. When widening the width of the slit, it also looks slightly whitish. Third day post operative the left iol is blue again from a diagonal light with visual acuity fine, anterior chamber inflammation within normal limits. Additional information has been requested and received stating postoperative va was good and there were no inflammation. It was additionally reported that 10 days after the initial procedure, the patient visited facility. The examination was performed by the other doctor than the initial reporter, as per the doctor, there were no findings such as that he/she concerned.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnw0t3-t9 that is sold in the united states under (PMA/510(k)#: (p190018).¿ the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. A cause or association of this appearance with the complaint product was not able be determined based on the images and information provided in this review. The reported complaint was observed on the returned photos. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of polychromatic sheen. No harm to patients reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).